Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 patient code. H6 patient code: no code available (3191) used to capture the blood heavy metal increased.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed left failed total hip arthroplasty pain, metallosis, small abductor tear and inflammation. Operatives notes indicated elevated metal ion level and heterotopic ossification. Doi: (B)(6) 2007, dor: (B)(6) 2019 left hip.